Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an unknown side rupture. The device has been explanted.

Event description:
Healthcare professional reported an unknown side rupture. The device has been explanted and discarded.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event material rupture was reviewed on (B)(6) 2023. Visual analysis of the photos identified: material rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.